Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The investigation is complete. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. H3 other text : device sent to third party repair site

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once additional information or an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during intraoperative use of dermatome handpiece a split-thickness skin graft was taken. When the graft was taken, the skin flap was too thick. After skin removal, the skin could not be used. Finally, the wound was covered with oil gauze. No additional patient consequences were reported.